Event description:
It was reported during an ibt ppt on extremities that after using a stacked balloon method, the doctor filled 10cc of hydrocet in the distal area in order to get more balloon push proximally. Two minutes after the initial hydrocet fill, the balloons were adjusted and re-inflated which provided the over reduction desired. The physician debated the over reduction but felt this was necessary. Due to his over reduction, there was a breach in the proximal articular surface therefore, hydrocet breached into the joint space which was concerning. The physician knew this was a potential consequence when seeing to over reduce. There was no patient injury and the procedure was completed successfully. No further information was reported.

Manufacturer narrative:
Followed up with company representative.